Event description:
During a remote follow-up, an increase in pacing impedance was observed on the right ventricular (rv) lead. Rv lead conductor fracture was alleged but not confirmed. The rv lead was explanted to resolve event. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that the right ventricular (rv) lead was replaced to resolve event.